Manufacturer narrative:
(B)(4), the device was discarded by the customer and is not available for evaluation. Device identifiers are not available. Hypotony, hyphema, anterior chamber shallowing, cyclodialysis cleft, decreased vision and iop elevation are identified in the device labeling as known inherent risks of glaucoma stent surgery. MFR reference # (B)(4) submitted to FDA: 8/2/2016.

Event description:
The surgeon initially reported being unable to implant the istent. After multiple attempts, the surgeon aborted the procedure as there was no accessible trabecular meshwork to continue. During stent removal, the surgeon was not able to visualize the stent. The surgeon assumed that the stent was lost within the anterior chamber, so he performed irrigation and aspiration in an attempt to remove the stent from the eye. After a few minutes, the surgeon realized that the stent was still on the inserter, so the surgery was completed and no istent was implanted. Preoperatively, the anterior chamber was formed, but shallow and iop was 13 mmhg on combigan and lumigan. The surgeon reported the following observations on postoperative day #1: clear but irritated cornea, anterior chamber formed (still not as deep as preop), negative seidel test, iop: 2 mmhg, visual acuity 20/80, intraocular lens slightly dislocated, and no cyclodialysis cleft was observed. The surgeon discontinued the patient's glaucoma drops. The following day (postoperative day #2) the surgeon reported the following observations; iop: 4 mmhg, depth of chamber within normal limits, negative seidel test, vision improved to 20/50, lens back to normal position, no definite cleft observed (although angle appearance was different than the temporal side), and heme present within the angle. At this time, the surgeon prescribed atropine and durezol. The surgeon provided additional clinical follow-up on (B)(6) 2016. Iop improved to 6 mmhg and there was a small hyphema upon examination, but vision has improved and the anterior chamber was well formed. On (B)(6) 2016 the surgeon provided the following update. The patient's vision improved to 20/25-3, hyphema resolved, however iop increased to 36 mmhg (presumably if there was a cyclodialysis cleft it has now closed). The patient reported experiencing transient pain on (B)(6) 2016 that resolved within one day. At this visit, the surgeon re-started the patient on combigan. Additional information has been requested.

Manufacturer narrative:
(B)(4). Submitted to FDA on 8/15/2016.

Event description:
Additional information was received on 8/12/2016. The istent was left on the inserter because the surgeon never pressed the trigger button on the inserter. Clinical follow-up was requested and on 8/15/2016 the surgeon provided the following additional event details. The hyphema was treated by observation and was self-resolving with no sequelae. The patient was taking aspirin pre-operatively and it was not discontinued. The hypotony was treated by taking the patient off of their pre-operative glaucoma medications (combigan and lumigan) and cyclogyl was prescribed 3 times a day. The surgeon presumed that the hypotony was caused by a cyclodialysis cleft though this was definitively seen on gonioscopy as there was some blood in the angle. The cyclodialysis cleft was managed by cycloplegia. The patient's current status and prognosis was reported to be good. The patient is currently taking combigan only for their pre-existing glaucoma disease. The patient will continue cycloplegia for a total of 6 weeks. The adverse events were reported to be resolved.